Event description:
During the insertion of a catheter (likely the right ventricle catheter), the physician accidentally pushed a guide wire completely into the sheath so that it was not possible to pull it back out of the patient. The guide wire had to be extracted using a snare that was inserted into the heart through a brachial access. All (B)(6). Catheters were working as expected, no malfunction of any kind was observed. No patient consequence. Additional information was received on 17-apr-2024. The sheath used during this procedure was the (B)(6) 8f for the groin access. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).